Event description:
Set leaked near the section loaded into the pump. Found during infusing on patient. No patient injury. No further information. Date of event is unknown. Set was discarded.

Manufacturer narrative:
.